Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 586 mg/dl. A manual insulin injection was used to address bg. Reportedly, customer was not wearing pump due to cartridge running out of insulin. Tandem technical support educated the customer regarding cartridge use.